Event description:
It was reported to philips that the flexvision monitor did not show an image in the examination room. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a procedure at the time of the reported event. The procedure was completed by moving the patient to another room. Log files were analyzed and an issue with the flexvision monitor was identified. Upon further investigation, a philips field service engineer (fse) discovered that the fuse of one of the power plugs on the power distribution unit was blown. The fse switched the monitor to another available power plug on the power distribution unit, after which the system was restored to full functionality and handed back to the customer. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the procedure was completed by moving the patient to another system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that power supply to the flexviewing monitor was not available. Upon further troubleshooting, it was found that the status indicator for power plug (x21) in b cabinet was not active. To resolve the issue, the fse switched the monitor power plug to redundant power supply (x23). The system was returned to use in good working order and ready for clinical use. The cause of the reported issue could not be determined. The codes were updated based on the investigation outcome.